Manufacturer narrative:
Evalaution: our evaluation of the returned wire guide confirmed the report of wire guide breakage/severance. The wire guide has completely severed approximately 270cm from the proximal end. The proximal end of the wire guide was included in the return, but the remaining 210cm were not included in the return. The user facility indicated the 210cm section of the wire guide was removed without incident from the pt discarded at the facility. There were no kinks in the 270cm section of the wire guide. A discrepancy that could have contributed to wire guide breakage was not observed with the sphincterotome. No other observations were noted. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurrences of wire guide breakage. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclsuions: a full investigation was unable to be conducted because the entire wire guide was not available for our analysis, we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the laboratory setting. However, we can provide the following comments: damage to the wire guide can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all howell dash ii direct access sphincterotome systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipments. Corrective actions: no corrective action warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholanglopancreatography (ercp) procedure, the physician used a cook endoscopy howell dash ii direct access sphincterotome system. During use, the wire guide broke into two sections. The proximal end of the wire guide was removed from the sphinclerotome successfully. The remaining section of the wire guide and the sphincterotome were removed simultaneously without incident. Another device was used to complete the procedure successfully. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.